Event description:
Clinical Narrative:An Impella CP device was inserted via the left femoral artery in a 89 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (AMI/CGS). The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. The patient's medical history was not reported.After the Impella implantation, significant bleeding was reported from the access site resulting in a hematoma in the groin that extended into the thigh. The bleeding was reported to be coming from around the repositioning sheath as the 14 French peel-away sheath was removed. The patient was receiving several anticoagulant medications that included Eliquist, heparin bolus in the emergency department and cardiac catheterization lab, 2 Integrilin boluses along with an Integrilin drip, and oral Brilinta was administered. The activated clotting time was 476 seconds. Forward tension sutures and angle matching was done per Abiomed recommendation. A figure of 8 suture around the arteriotomy was placed along with manual pressure being applied. The patient required a transfusion of 3 units of packed red blood cells, 1 unit of cryoprecipitate, and 1 unit of fresh frozen plasma.While on support, the Impella CP device operated at performance level 9 with expected flows of 3.4 liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.The patient remained on Impella CP support for 2 days and remained critically ill in SCAI Stage D shock requiring the continued use of multiple inotropes and vasopressors for hemodynamic support. The decision was made to withdraw care and subsequently the patient expired.The death is being reported to the Impella CP. The patient's death is most likely attributed to their underlying critical condition as they presented in SCAI Stage E requiring ongoing vasopressor and inotropic support. Bleeding cannot be ruled out as a contributing factor to the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.